Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID device required maintenance. A field service engineer confirmed that the customer reseated cables, cleaned the lens, rebooted the device and verified device operation to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a bio ID device required the maintenance. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.